Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n (B)(4)] found no issues on the ins. In addition, a known good lead was inserted and withdrawn 3 times in both ports. Specifications: <(><<)>1.75lbs. Results: #0-7 insertion (0.69, 0.77, <(>&<)> 0.64 lbs), withdrawal (0.59, 0.62, <(>&<)> 0.60 lbs.); #8-15 insertion (0.77, 0.89, <(>&<)> 0.82 lbs), withdrawal (0.52, 0.53, <(>&<)> 0.57 lbs). (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturing representative reported that the battery was defective. The implantable neurostimulator (ins) was never implanted. The physician wasn't able to insert the leads into the battery and it seemed the battery was defective. Another battery was requested and it worked fine. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.